Event description:
Information was received indicating that during testing for pressure a cadd ms3, mdl 7400 pump exhibited a screen display reading of system fault call for service".

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional inspections were performed. The device was found intact, no damage found. There were no alarms noted in the event history log. During power up the device was found to have a system fault error code 104 on the screen display. The error code 104 indicates a problem with motor issue. Further investigation found that the downstream occlusion sensor was also shattered. The cause of the error code was due to a faulty motor. The technician will replace the motor and dso sensor. The root cause of the reported issue cannot be determined.

Event description:
Additional information reported that the complaint did not occur while in use on a patient or contributed to a patient incident.